Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were in emergency room due to diabetic ketoacidosis. Customer stated that last night he went to bed his blood glucose was 440 mg/dl he took 13 units and his blood glucose was then 381 mg/dl, 405 mg/dl and current blood glucose was 600 mg/dl. The customer experienced symptoms such as tired. Customer treated for high blood glucose with syringe. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Advise that air bubbles could have caused high blood glucose . The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and self test. Device was programmed units fix prime with water filled reservoir. The water did exit the infusion set and no air bubble generated inside reservoir noted during testing. Device passed the delivery accuracy test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.